Event description:
A customer in (B)(6) reported false susceptible vancomycin results for an enterococcus faecium strain (78646) from a patient rectal swab, in association with the vitek®2 ast-p616 test kit. The customer reported that the ast-p616 card, twice gave false susceptible (mic<= 0.5) results. The gradient test (oxoid) gave a susceptible (mic=1) result, and pcr testing was positive for vanb indicating a vancomycin resistant strain. The customer stated that results were not reported to a physician. There is no indication or report from the customer that the false result led to any delay of result or impacted the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a false susceptible vancomycin (va) result when testing an enterococcus faecium strain from a patient isolate on vitek®2 ast-p616 test kit (reference 410223) on vitek2 v7.01. The customer submitted the strain for evaluation. The presence of a vancomycin resistant enterococcus (vre) strain was confirmed by pcr as van b positive. Identification of the submitted strain was confirmed and testing included one card from the customer lot (4960662103 cl) of ast-p616 cards, as well as one card from a random lot (4960445403 rl). The broth microdilution (bmd) reference method used for the development of the formulation (va04n) was performed in parallel of vitek 2 testing: va mic = 16 mg/l r vitek 2 v7.01 (aes parameters : global european based + phenotypic) : vitek 2 results: va mic <= 0.5 mg/l susceptible on both cl and rl lots bmd result:: va mic = 16 mg/l resistant the false susceptible result obtained by the customer was reproduced in-house. The vitek 2 vancomycin mics are in essential agreement error (gap >1 doubling dilution) with the reference mic (bmd) and leads to a very major category error for the strain tested. Further investigation of the false susceptible vancomycin results with e. Faecium will involve a performance study.

Manufacturer narrative:
A performance study was performed by biomérieux to complete further investigation into the report of false susceptible vancomycin for enterococcus faecium. Contemporary strains of enterococcus (e. Faecalis, e. Faecium) isolates were tested by vitek® 2 vancomycin (ast-p606 and ast-p646) containing vancomycin (va04n) as well as broth microdilution as the reference method for this formulation. Isolates were obtained from the recent gp19 and gp20 trials, and european e. Faecium were obtained from external sites. This testing generated 272 results for final analysis. The performance comparison using eucast breakpoints demonstrates that category agreement was not significantly less than the established performance, and the major and very major errors rates were not significantly greater. Although essential agreement was significantly less than the established performance, the observed essential agreement rates were greater than 95%, which exceeds the industry standard performance criterion of at least 90% essential agreement. The performance comparison using clsi breakpoints demonstrates that the major and very major errors rates were not significantly greater than the established performance. However, essential agreement and category agreement were significantly less than the established performance. For these cases, the observed essential and category agreement rates were greater than 95%, which exceeds the industry standard performance criterion of at least 90% agreement. This study provides objective evidence of the current performance of vitek 2 vancomycin when testing enterococcus species (e. Faecium and e. Faecalis) and concludes that these data exceed industry standard performance criteria when testing contemporary clinical isolates. The data from this study demonstrate that there has not been a significant shift in performance for enterococcus spp. (E. Faecium, e. Faecalis) compared to the established performance claims.